Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the battery gauge was fluctuating and the battery would not charge. The customer's blood glucose was 112 mg/dl. Tandem technical support to follow-up with the customer to confirm backup therapy method was obtained, but no response was received.